Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. Upon attempts to deploy the stent, the stent became dislodged from the balloon catheter and embolized distally. Another sds was successfully advanced and deployed at the target lesion site. Subsequently, the physician used a "smaller" portion in a successful attempt to smash the embolized stent against the vessel wall to prevent further embolization. There were no addl complications reported relative to the pt and/or event.